Event description:
It was reported that the ilet charging pad blinked green and then turned off, and the user could not charge the pump despite trying different outlets and adjusting the cord; the agent arranged shipment of a replacement charger, and the pump retained sufficient charge with blood glucose unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and continued pump use with adequate remaining battery. Investigation included customer interview and troubleshooting steps. Investigation of this case revealed a suspected charger or cable malfunction consistent with a nonfunctional external power accessory, with no evidence of impact on pump operation or glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was a probable component failure of the charging accessory.